Event description:
Caller states the patient tested 5.9 inr on the coaguchek xs system and 2.9 inr on a comparison lab. Coumadin was held based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.